Manufacturer narrative:
The device, used in treatment, was not returned for evaluation and the reported event could not be confirmed. The clinical/medical investigation concluded that, per complaint details, an insert revision was performed to upsize to a 12mm constrained poly due to ¿ligament laxity of the lcl¿. Responses to the information requests have not been provided as of the date of this medical assessment. Reportedly, ligament laxity was the root cause of the reported event; however, without the requested clinical documentation this could not be fully assessed. The patient impact beyond the reported laxity and subsequent revision with a thicker constrained liner could not be determined. No further medical assessment could be rendered at this time. Should additional clinically relevant documentation become available the medical investigation task may be re-evaluated. A complaint history review found related failures for the listed device; this failure mode will be monitored for future complaints for any necessary corrective actions. A review of the risk management file and instructions for use documents revealed this failure mode was previously identified. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Factors and/or some potential probable causes that could contribute to the reported event have been identified as abnormal motion over time, bone degeneration, fit/sizing issue, lack of ingrowth and/or traumatic injury. Based on this investigation, the need for corrective action is not indicated. Without the return of the actual product involved, our investigation could not proceed. Should the device or additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.

Event description:
It was reported that, after a tka, a revision surgery was performed to remove and replace the jrny ii bcs xlpe art isrt sz 3-4 lt 10mm with the jrny ii bcs cnstrd art isrt 3-4 lt 12m because of ligament laxity of the lcl. The current health status of patient is unknown, no further information is available.